Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended.

Event description:
Customer reported system is displaying a communication error. No patient injury was reported.